Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had several issues with the sets and reservoirs. Customer did not have a needle guard and had 1 bent needle straight out of the package. Customer also had others where the tubing was detached. Caller had some issues with no delivery alarms because the reservoir would almost tilt sideways when they tried to connect them to the tubing connectors. Caller stated that as soon as she changed the reservoir, she was able to complete the set change. Caller declined troubleshooting for the no delivery alarm and the detachment.